Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a open inferior pancreatectomy procedure, when the surgeon removed the tissue at the end of the pancreas during the pancreatic surgery, after clamping, the first reload could not be fired, it locked on tissue and there was poor staple formation. A thyroid retractor had been used to pull back the reload and ibeam to make jaw open. After replacing the reload the second reload still could not be fired. A third reload was used and it worked properly completing the procedure. There was no patient injury.